Event description:
Healthcare professional reported capsular contracture unknown baker grade and "inflammation in breast" related to the left side. Device will be explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: weight to the spec, deformation, brown particles on the surface of the shell, white calcification on the surface of the shell 40%, voids, crease fold, wear abrasion. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Physician reported, unknown side capsular contracture, baker grade unknown. And "inflammation in breast". The device has been replaced. While affected side is not known. This record relates to the right side.